Event description:
It was reported that during a follow up visit the hv lead impedance was found to be greater than 200 ohms. The device and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received x-ray inspection revealed that a case wire was fractured near the weld to the ICD case. This caused the impedance anomaly observed.